Event description:
It was reported that venous closure of the right common femoral vein was performed using a prostyle device after an ablation procedure using a 9f sheath. Reportedly, the prostyle achieved hemostasis on (B)(6) 2021. On (B)(6) 2021 the puncture site was swollen and felt "wrong". A computed tomography scan was taken on (B)(6) 2021 where deep vein thrombosis was noticed. A cutting balloon removed the thrombus. The patient is recovering. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. There was no reported device malfunction. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Event description:
Subsequent to previously filed report, additional information was received:it was felt there was no back wall stitch of the vessel by the prostyle suture. The patient stayed in the hospital for treatment of the thrombosis caused by the prostyle device. No additional information was provided.